Event description:
Reporter alleged finding the pins burned and melted on the inform meter. Reporter is from the manufacture's evaluations dept and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement was sent.